Manufacturer narrative:
Following completion of the case, the hospital biomed performed a checkout of the equipment and found it to function within specification. The unit was returned to service. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Following completion of the case, the hospital biomed performed a checkout of the equipment and found it to function within specification. The unit was returned to service.

Event description:
The hospital reported that, during a case while adjusting the positive end expiratory pressure valve, mechanical ventilation stopped. There was no reported patient injury.